Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a fusion at l5-s1 using rhbmp-2/acs. The patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with acquired l5-s1 spondylolisthesis, grade 1 and underwent the following procedures: gill laminectomy of l5. Insertion of bilateral pedicle screws at l5 and s1. L5-s1 transforaminal lumbar interbody fusion using the stryker system. As per op-notes, "a discectomy was performed at l5-s1 from the right side using a series of spreaders and shaving rods in addition to curettes, following which an interbody cage was tapped into place, filled with small package of rhbmp-2." No patient complications were reported. On (B)(6) 2010: the patient was pre-operatively diagnosed with right l5 radiculopathy and underwent right l5-s1 re-exploration and foraminotomy use of operating microscope.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.